Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
The customer reported that when the pod was removed, there was a hard knot that became very painful overnight and grew to the size of her palm and hot to the touch. The area was lanced and packed with gauze. The patient returned to the doctor's office two days later to have the packing removed. The physician prescribed an oral antibiotic (bactrim) and two injections of an antibiotic. She reported her blood glucose level as "high" (>500 mg/dl). The pod worn longer than 48 hours.